Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that multiple cs 215 call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated on 05/17/2017 with the following findings: the returned transmitter was paired with a test pump successfully. The blood glucose value was set to 120 mg/dl twice within a 2 hour period. Both blood glucose calibration requests were received and entered successfully by the transmitter. The pump and transmitter were ran overnight with a steady reading of 115 mg/dl with no more than 20 mg/dl variation. No alarms were observed during the course of the investigation. The alleged issue could not be duplicated.